Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy, while performing surgical stapling, the surgeon was able to press the green button but the device was unable to fire and the surgeon was not able to squeeze the handle. They opened another device with the same lot number to resolve the issue and complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired. Initial visual inspection of the laminates and pushers showed no abnormalities when visualized down through the adapter. Functionally, the device was disassembled and damage to the lock assembly was noted. Further inspection noted that a pusher was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent pusher and damaged lock assembly may occur when the device is forcefully loaded or when the load arrows are not in alignment when loaded. This can cause a rapid movement of the knife forward which will advance the sled and protrude the staple pushers. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.